Event description:
It was reported on (B)(6) 2024 that pump was not providing pain relief to patient.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. On (B)(6) 2024 infutronix reached out to the patient by phone and learned that during discharge they could not get him to stand on his knee. The patient said the doctors felt the pump was working ok so they redid his catheter placement. The patient states he never had any relief using the pump. He pushed buttons and the medicine probably was going in but he still had no relief. On day 3, with still no relief, the physical therapist removed his catheter and discontinued the pump because he was not getting any relief using it. Patient discontinue use of pump. Analysis of the returned device was completed on (B)(6) 2024. The event log was reviewed, and it was found that the pump alarmed downstream occlusion 36 times during a 500 ml infusion. The infusion stopped at a vinf of 314 and was powered off by the end user after a downstream occlusion alarm. The downstream occlusion alarm was tested, since the event log review indicated constant downstream occlusion alarms stopped the 500ml infusion. The line was clamped, the complete downstream occlusion alarm was triggered, and the infusion ran until completion without another downstream occlusion alarm taking place. During functional testing, the reported problem was not duplicated. The pump completed an 100 ml infusion, with 95.64 ml's actually infused. This means the flow rate deviation is -4.36% which is within the passing criteria of +/- 5%. A CAPA has been opened in order to fully investigate and address the root causes of downstream occlusion.